Event description:
The patient has not had stimulation or charged her device for approximately 4 months. She had other issues going on so she was not using or maintaining her device system. She attempted to use her device and found that it stopped working. There were coupling/communication issues. The ins was overdischarged. A pmr (physician mode recharge) was done for 1 hour and then the recharger showed a por (power on reset) message for a few seconds. It then lost communication and all 3 devices would not communicate with the ins. The pmr was not successful and communication with the device was not possible. The patient gained 47 lbs. She was going to speak to her doctor about revision of the device pocket. Additional information has been requested.

Event description:
Additional information received reported that the patient met with the manufacturing representative approximately (B)(6) 2012 and it was discovered that the implantable neurostimulator (ins) would no longer take a charge due to a patient weight gain of approximately 50-60 pounds. The patient was informed that the ins would need to be replaced. It had been approximately 3-4 months since she last charged or used the ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 39565-30 (B)(4) implanted: 2009-(B)(6) explanted: recharger model 37752 (B)(4) programmer model 37743 (B)(4) extension model 3708140 (B)(4) implanted: 2009-(B)(6) explanted: extension model 3708140 (B)(4) implanted: 2009-(B)(6) explanted: (B)(4).